Event description:
Health professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Reason for reoperation: deflation device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in posterior side assessed as fold flaw opening and observed cracked valve seat diaphragm valve. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.

Event description:
The device was explanted and replaced.

Event description:
Health professional reported a right side deflation. Device remains implanted.